Event description:
On (B)(6) 2022, siemens became aware of a malfunction that occurred while operating the arcadis varis gen 2 system. On november 16, 2022 information was received that the issue occurred during an emergency procedure when the user started fluoro, however, several seconds later the software froze. The user restarted the system, but the issue recurred. The procedure was completed on an alternate unit. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available. Internal ID #: (B)(4).

Manufacturer narrative:
H10: siemens completed the investigation of the reported event. The investigation was performed based on expert discussions considering the complaint description, customer service reports, and system history. According to available information, the software was frozen at the start of the system use. As a result, the procedure was continued and finished using an alternative system. During the onsite service intervention, the system started normally, and the described error scenario could not be reproduced. However, the error codes submitted confirmed that there were problems with database access and software. Based these findings, the inside of the pc was cleaned, the internal hardware (e.g., ram, boards) was checked, the bios battery was preventively exchanged, and the software was completely restored. The error mentioned in the complaint has not recurred and has not been reported since the onsite visit. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described was not classified as a reportable adverse event after detailed investigation. Neither serious injury, death, nor an unexpected or prolonged hospitalization of the patient or any other person occurred or could be expected. The corresponding probability according to the risk analysis is in the range of inconceivable.